Manufacturer narrative:
Device discarded by customer. The cause of the access site bleeding was not determined since product was not returned.

Event description:
The complainant reported a (B)(6) year old white male patient had impella cp optical pump inserted in the left femoral. There was persistent groin bleeding, two (2) units of packed red blood cells (prbcs) was administered, and the pump was removed.